Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event not requiring medical intervention after receiving an acceptable blood glucose reading on his blood glucose meter. The consumer was recently diagnosed as having hypoglycemic unawareness which means his blood glucose can go low extremely fast without him being aware of the impending event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation, should any significant findings be a result of that investigation, a follow-up report will be filed.